Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst also noted:proximal segment received only. Distal segment cut off and was not returned.

Event description:
It was reported that during implant the physician was unable to deploy and retract the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.